Event description:
Customer reported a malfunction on the pump, indicated by malfunction code 12. Customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact to blood glucose level. Customer reset pump twice since last reported malfunction, but issue recurred, so technical support decided to replace the pump. Customer acknowledged instructions for returning the faulty pump and using the replacement with updated software, with training available through tandem source account.